Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Other than what was reported in h10 of the initial MDR, nothing was found in the device inspection by olympus service operation repair center (sorc). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the ccd unit. The defect may have been caused by inundation due to use or reprocessing of the device with the scope mount bent. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by sorc also confirmed the followings; the cable was twisted. There was a dent in the electrical contact of the connector. The endoscope mount was bent. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported the defect of the cable and sent the device to olympus. Reportedly, the cable was broken. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was not output due to the flooding of the imaging unit of the head part. Therefore, no endoscopic image was displayed. It was a MDR reportable malfunction.there was no report of patient injury associated with this event.